Manufacturer narrative:
The sales representative confirmed that device will not be returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : leaked and smelled like burning plastic. Probable root cause for equipment leaks and flow too high : 1. Material/design error, 2. Constant irrigation flow is not maintained leading to limited field of view, 3. Stopcocks in improper configuration , 4. Large anatomy, 5. Missing o-ring, 6. Damaged or deformed o-ring, 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette), 8. Clogged tubing, 9. User error. Probable root cause for overheating: 1. Material/design error, 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator leaked and then started running on its own. The device became very hot and smelled like burning plastic. Item was removed from sterile field and new one was opened for procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the suction irrigator leaked and then started running on its own. The device became very hot and smelled like burning plastic. Item was removed from sterile field and new one was opened for procedure.